Manufacturer narrative:
Reader ((B)(6)) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed analysis of glucose value graph which indicated that all alarms were present when glucose values were outside the threshold range. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. Customer reported the low and high glucose alarms did not sound and because of this, the customer experienced a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon nasal spray by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on customer's report of "about 3 weeks ago at the end of (B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. Customer reported the low and high glucose alarms did not sound and because of this, the customer experienced a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon nasal spray by a third-party. There was no report of death or permanent injury associated with this event.